Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter alleged there was moisture behind the display lens and the display was blank. The reporter denied moisture elsewhere in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05-jun-2019 with the following findings: during investigation, the pump powered on with a clear and legible display. The complaint of a blank display was not observed. A leak test revealed a leak from a pump case crack. The pump was opened and moisture was found inside the pump, on the display and on all circuit boards. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.